Event description:
A customer reported that their pump screen was dark and would not turn on despite the red led flashing and the pump beeping and vibrating regularly. The customer declined to provide their blood glucose level at the time of the issue. To resolve the problem, technical support arranged to replace the pump, and the customer was instructed to use multiple daily injections as a backup therapy. The caller was also guided on returning the malfunctioning pump using a pre-paid label.